Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the issue was related to the internet connection. A technical support specialist (tss) verified in remote smart service (rss) that the station was online, successfully remoted into the system, and confirmed there were no errors and normal communication. The tss informed the customer that the internet connectivity issue had been resolved. The customer confirmed that the lan cable had been accidentally removed and reconnected to the incorrect port and advised that the case could be closed. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, customer tried to reboot and unplug the cable to restore but issue remains the same. Cable with loose outlet. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.